Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a skin reaction at sensor insertion site that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient reported blistering and scarring around the edges of adhesive and where plastic comes in contact with the skin. Patient treats the affected area with IV prep pads and reported that it seems to be a workable solution for the issue. Additionally, patient reported seeing an allergist on (B)(6) 2016 for open sores, blisters and scarring. It is unknown if the patient was prescribed IV prep pads. At the time of contact, patient reported current condition as "good". No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).